Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. The reported event of a leak and dilator tip damage was confirmed. The dilator distal tip had been split. A leak was noted at the hemostasis valve during functional testing; however, no water leaked from the dilator. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator tip damage, torn seal and subsequent leak is consistent with damage during use.

Event description:
During an ablation procedure for atrial fibrillation, there was a crack on the tip of the dilator, and blood was observed leaking out of the dilator. The sheath was replaced with the same model of the device in order to complete the procedure. There were no adverse consequences to the patient.